Event description:
It was reported that the patient had returned to or on (B)(6) 2022 to have a protek duo placed for right ventricular assist device (rvad) support.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported right heart failure (rhf) could not conclusively be established through this evaluation. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on dual inotropes pre-left ventricular assist device (lvad) and went into surgery for lvad with total artificial heart as backup in case the right ventricle (rv) did not hold and unable to come off cardiac bypass (cpb). The patient had rising liver enzymes, shortness of breath, and already on multiple inotropes. Echo was done and showed minimal rv function along with above symptoms already on maximum medication support. The rvad was eventually removed, and the patient was doing well. Slow wean of inotropes with close fluid management was the plan of care.